Manufacturer narrative:
Add'l info has been requested. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.

Event description:
Pt post pro disc-c implantation c6 - c7 returned to surgeon complaining of pain. An x-ray was taken and showed no change from the post operative films taken. Surgeon removed hardware and revised the pt to fusion. During the revision, surgeon noted pseudo capsule anterior and posterior and believes the pt had a pathological reaction to the implant.